Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) has received no shocks and requires no pacing; however, the battery voltage has decreased significantly (3.19v to 2.95v) since the patient's last follow-up in august.